Event description:
It was reported that the patient had lupus and the disease caused the scar tissue holding her lead to not form properly. The patient confirmed that the lead had ¿dislodged¿ several times, usually when she participated in physical therapy. The patient noted she had a dislodgement in 2010 and that a neurosurgeon ¿did this revision.¿

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had good coverage however lead migrated and had moved and they were unable to regain coverage with reprogramming. It was noted that patient has had 2 revisions. It was noted that there was still no stimulation in the foot without hypersensitivity to the ankle. It was noted that gait limp favor, cannot bear weight on left fore foot. It was noted that ambulation with heel strike on left foot had a short stride. It was noted "++ allodynia" left foot and ankle. It was noted that there was persistence crps of left foot and ankle. Plan was a lead revision with [illegible] to reposition electrodes so it did not have lateral position on the spinal cord. It was noted that it was planned "(B)(6)." It was further noted that surgery would be either (B)(6) 2010. It was further noted that a lead revision took place on (B)(6) 2013. Please note that the patient stated they were fine since 2011 as reported in manufacturer report # 3004209178-2013-21702.